Manufacturer narrative:
Hamilton medical ag comes to the conclusition that: the information is constantly been sent between the ventilation unit and the interaction panel. Part of the information includes sending messages to ensure that both modules are responsive. The ventilation unit can continue to function without the interaction panel. The hamilton-c6 was designed to improve the ventilation of patients. Should a component reset within the interaction panel of the hamilton-c6 the interaction panel no longer functions. Ventilation continues and the display's function restored fully once the reset has been completed (<40s). In order for the operator to be informed as to whether the ventilation unit is functioning, a status indicator panel has been incorporated onto the front of the ventilator body. Indicator lights on the front of the ventilator unit show important ventilation status information. The below information relating to the status indicator panel has been extracted from the hamilton-c6 operators manual 624945/03. Chapter 2.2.1.1 about the status indicators on the ventilator: indicator lights on the front of the ventilator unit show important ventilation status information. Chapter 7.7.4 display and communication error states: "when a problem occurs either with the monitor and display or with communication between the monitor and the ventilator unit, the ventilator enters the display/connection error state. If this occurs, first check whether the cable connections between the monitor and the ventilator are well seated and secure. If the problem is not resolved, arrange for alternate ventilation and have the ventilator serviced." The following conditions apply to ventilation in the display/connection error state: there is a noticeable display problem, with either of the following situations: - the display is completely dark (not working) - the display does not show any data, and one of the following errors is generated: panel connection lost or display error. Immediately check the status indicators on the front of the ventilator (section 2.2.1.1). - if the lung icon is green and flashing, ventilation continues. - if the lung icon is dark, ventilation has stopped or has switched to the ambient state. Provide alternative ventilation immediately." To chapter 9. Responding to alarms: the event log, in which all-important actions such as operator settings, actions, alarms, etc. Are stored, was analyzed. The ventilator alarmed both visually and acoustically. During the time where the "panel connection lost" occurred, the ventilation unit still functions, i.e. The device continues to ventilate the patient. However, while the component is resetting, the interaction panel no longer functions. The display's function continues fully once the reset has been completed (<40s). Apart from the panel connection lost, which is described in the hamilton-c6 operators manual 624945/03, no other malfunction has been found with this device. Results risk assessment: the calculation of the risk analysis was performed in view of the "probability of harm". The hamilton-c6 continued to ventilate the patient. As this event is not recognizable to the patient, the severity of this incident occurring was classified as insignificant as ventilation continues. The probability of occurrence has been calculated as rare. The current failure rate is within hamilton medical ags accepted failure rate. Actions: check cable vu-ip for proper connection restart the ventilator, if problem reappears replace the ip processor board for rev 04 or later. If problem persists after ip processor board replacement, replace the vu processor board for rev 04 or laterchange the ip esm board.

Event description:
The following was reported to hamilton medical ag: clinic reports: "while this c6 was being used continuously on a patient, the entire screen turned blue and the message "panel connection lost" appeared. This went away after a few seconds, but the hospital staff was concerned and replaced it with another ventilator."